Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event in (B)(6) 2009, and two cardiovascular events in (B)(6) 2009 and again in 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products; associated MDR #: 1225714-2013-01004, 01006, 01007, 00996, 00997.